Manufacturer narrative:
The device has not been returned, therefore no analysis could be completed. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient went to the hospital due to experiencing chest pain and muscle stimulation. The physician determined that this right ventricular (rv) lead exhibited loss of capture, under-sensing, and perforation. The rv lead was surgically explanted, and a new lead implanted. The rv lead was discarded at the facility, and is not expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.